Event description:
2 weeks post implantation the user presented with rsv upper respiratory tract infection and bacterial meningitis with haemophilus influenzae as well as possible otitis media. The user completely recovered. This report refers to 9710014-2025-001034. For further information please refer to this report.